Event description:
The patient's mother stated that she was going to give the patient a bolus dose and the up arrow button would not activate desired pump functions right away. She said she had to push extremely hard to activate desired pump functions. She states there is no damage to the keypad and no known trauma to the pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be to be intact; no peeling or lifting was observed. The evaluation revealed that the up arrow and backlight keypad buttons were unresponsive; the backlight keypad button had no effect on insulin delivery function. There was evidence of adhesive and contamination found under all of the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.